Event description:
Hcp reported left capsular contracture grade unknown and calcification. Device remains implanted. Hcp later reported baker grade IV.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the photographs identified: calcification: no observed calcification on the device. Capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Hcp reported left capsular contracture grade unknown and calcification. Hcp later reported baker grade IV. Hcp later reported seroma. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Hcp reported left capsular contracture grade unknown and calcification. Device remains implanted. Hcp later reported baker grade IV.